Event description:
Procedure: unk. Pt sex: unk. Reportedly, after firing the stapler, some of the staples were not closed properly so there was leakage and bleeding. The procedure was stopped, the bleeding was packed and the pt went to the intensive care, the next day, the procedure was completed via an open procedure.